Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. A power driver on the sr inverter experienced electrical overstress causing the component on the board to overheat and rupture. The instrument inverter board contained the damage and prevented damage from spreading to other parts of instrument. Fse noted no other damage to the instrument at the time of inspection, and instrument had the appropriate safety ratings. Fse replaced power driver and sr inverter board, and instrument was verified to be operational. Root cause was associated with slight burning plastic smell, due to electrical overstress causing a board component to overheat.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a burning smell in connection with the avanti j-25 centrifuge. There was no smoke or fire, and the fire department was not contacted. There were no reports of injury or property damage to the facility connected with this event.